Manufacturer narrative:
11/11/1997-supplement #1 sent to FDA.

Event description:
The device was used during a pneumonectomy procedure. Reportedly, the instrument would not open. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported that the pt's condition is satisfactory.